Manufacturer narrative:
(B)(4). The patient reported they were diagnosed with peritonitis on an unknown date. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by "not feeling well". The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unknown date the patient was treated with unknown intravenous antibiotics for the peritonitis event. On an unknown date, the patient was discharged from the hospital. At the time of this report the patient was recovering from this peritonitis event. It was reported pd therapy was discontinued; however, the patient reported at a later date they were performing automated and continuous ambulatory pd therapy. No additional information is available.